Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported the buttons on the insulin pump were unresponsive. Customer stated the she was trying to deliver a bolus but the act button will not work. Customer's blood glucose was 109 mg/dl. The device alarmed button error during troubleshooting. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.